Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. A 182cm straight tip v-14¿ controlwire® was selected for use; however, it was noted that the coating of the guide wire was crumbling. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has tip damage, as part of overall visual revision. The device has a kink on its proximal section, another one on its body and a third one on the distal section. It also presents its distal tip partially peeled off. The overall length and outer diameter (od) of the distal tip couldn't be performed because of the condition of the device (distal tip kinked and peeled off). The od of middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 182cm straight tip v-14¿ control wire® was selected for use; however, it was noted that the coating of the guide wire was crumbling. The procedure was completed with a different device. No patient complications were reported.